Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a pacing problem and was suspected of causing high impedance and rising thresholds on the lead. During the revision, the lead measurements appeared stable with the analyzer and with a new device. The lead was reused. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The battery indicator signifying that it is time for device replacement occurred after explant. If information is provided in the future, a supplemental report will be issued.